Event description:
It is reported that the lens was implanted on (B)(6) 2012. It was stated that the surgery went well without any issues. At post op the doctor thought that the patient was not able to neuroadapt and recentered one week after the implant procedure. The doctor felt that the repositioning did not resolve the problem so the lens was then explanted and replaced with a monofocal lens two weeks after the implant date. Because the precise date was not provided for the lens repositioning and explant, the date fields were not filled out.

Manufacturer narrative:
Date of event: (B)(6) 2012 - date the lens was repositioned and a morcher ring was placed. Zmb00 tecnis multifocal lens was implanted in the right eye without difficulty on (B)(6) 2012. The same day postoperative visual acuity (va) was 20/80 with 2+ corneal edema and the lens was well positioned. (B)(6) 2012 the patient complained of inability to see well. The uncorrected va was 20/60, j5. Vision did not improve with pinhole or refraction. Exam was within normal limits. Macular optical coherence tomography (oct) showed no edema, no cystoid macular edema or other pathology. An opd scan showed slight nasal decentration. The iol was repositioned and a morcher ring was placed on (B)(6) 2012 without complications. Same day va was 20/400 and there was corneal edema. At one week postoperatively the va was 20/80 j6 uncorrected and improved to 20/70 with refraction. The exam was within normal limits. Oct and opd scanning revealed no pathology. Final best corrected va on (B)(6) 2012 was 20/50, j3. Iol exchanged for a standard monofocal lens on (B)(6) 2012. Explant date is (B)(6) 2012. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device has not been received for return evaluation. It was reported that the doctor sent the lens to an independent laboratory for evaluation. The results have not been provided at the time of submitting the medical device report. A manufacturing record review was completed and showed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was received at our manufacturing facility for evaluation. The evaluation consisted of a visual inspection only as the device was received in a condition making a further evaluation impossible. Visual inspection showed a lens where the optic was cut in half. The lens showed no visual deviations. No further investigation could be performed due to the condition of the returned lens as a result of the explant. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. An independent lab review as requested by the surgeon revealed that the lens was completely normal and without flaws within the optic or the multifocal elements of the returned lens. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information that changes the facts and/or conclusion of this report become available, another supplemental report will be submitted. Placeholder.